Manufacturer narrative:
This report is submitted on october 24, 2023. Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on september 07, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to a decreased in performance. The patient was re-implanted with another cochlear device during the same surgery.